Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 99% stenosed target lesion was located in the severely tortuous and severely calcified anterior tibial artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the third inflation at 6 atmospheres for 10 seconds, the balloon ruptured at the distal part. The device was removed without any problem and the procedure was completed successfully with a different device. There were no patient complications nor injuries reported and the patient condition was good.